Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient admitted to the hospital due to hbg dehydrated and very weak event on (B)(6) 2024. Length of hospitalization was 4 days. The blood glucose level was 200 to 300 mg/dl. Therefore, patient was treated with correction via IV bolus manually. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.